Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe 0.5ml 30ga 1/2in uf that the needle detached from the hub during use. The following information was provided by the initial reporter: verbatim: "consumer reported needle hub was detached when she removed the needle shield. Consumer also reported every 3 of 5 needles, when she removes the needle shield straight out, needle is not straight, its not on straight angle."